Event description:
Per attorney's report: in 2006 - pt underwent a hernia repair surgical procedure, during which the pt was implanted with a composix kugel patch. The patch caused the pt severe pain. As a direct and proximate result of the patch the pt died.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned or request for add'l info has not been responded to. No conclusion can be drawn at this time. Add'l info included pt info, copies of medical info/records and death certificate/autopsy report has been requested. No product or lot number info was provided, therefore no DHR can be reviewed. We still submit a follow up report when /if product is returned for eval or add'l info becomes available.